Event description:
It was reported that the insulin pump was shutting off without warning. The customer was pregnant at the time of the complaint. Nothing further was reported.

Manufacturer narrative:
The display was blank due to a capacitor at the liquid crystal display puncturing the isolation tape and making contact to the positive side of the battery tube.